Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. For the event of foreign material adhered to the objective lens: based on the results of the investigation, olympus confirmed foreign material came out of the device. As a result of the analysis of foreign material, silicon and oxygen were strongly detected in addition to carbon, and it is assumed that they are silicates (silica, etc.) And may be derived from drugs, tap water, etc. The root cause of the foreign material remaining is unable to be determined. The event can be detected and prevented by following the instructions for use: cf-hq290i chapter 3 preparation and inspection. Cf-hq290i chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the colonovidescope had foreign objects in the objective lens. There were no reports of patient harm.